Manufacturer narrative:
The investigation has started. A follow up report will be issued once the investigation is completed.

Event description:
It was reported that smoke and fireworks came out from the ics (infinity central station) then the ics shutdown. There was no patient involvement reported.

Manufacturer narrative:
Pictures were evaluated and confirmed the dvd driver was burned. The customer clarified there was no fire. The issue was identified as inadequate contact force between the sata power cable and the dvd drive. The sata power cable has since been revised to improve the contact force with the dvd driver. When this issue occurs, real-time patient monitoring is not affected. The bedside monitor will continue to monitor the patient and alert the user. At the ics the affect is apparent to the user as the visual display may be lost. The device is designed to meet the iec (B)(4) standard for basic safety and essential performance of medical electrical equipment and the risk of fire is minimized because the used materials are classified ul 94 v-0 or better.

Event description:
It was reported that smoke and fireworks came out from the ics (infinity central station) then the ics shutdown. There was no patient involvement reported.